Event description:
It was reported the device showed an error report. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device reported a battery error. The asp evaluated the device and determined the malfunction was with the battery. The customer replaced the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer replaced the battery resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device reported a battery error. There was no reported patient involvement.